Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. It was also mentioned that insulin was squirting out during manual prime. Blood glucose level was unknown at the time of the incident. The customer was advised the insulin pump will be replaced. Customer will return the product for analysis.

Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/compromised force sensor system test due to cracked/broken end cap. Unit was received with missing drive support sticker, missing end cap sticker, cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.